Manufacturer narrative:
(B)(4). Batch # k91u2a. Additional information requested but unavailable: has the surgeon been trained on proper heat management technique? Did the surgeon ensure the disposable was assembled to handpiece properly? What is the surgeon¿s experience with this device in this procedure? Was there any generator error displayed during the procedure? Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. It could not be determined what may have caused the reported incident of the right edge of upper lip was burnt. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the procedure of tonsillectomy, a new unit of ace23e was used on the patient. The generator setting was at min: level 3; max: level 5. Preference: using harmonic on his right hand for removing both side tonsil. On the first dissection with harmonic on the tonsil, the surgeon noticed there was charring on the tissue instead of whitish thermal spread as usual. But still continued with the dissection with the same unit. Once he completed the surgery, he noticed that patient 's right edge of upper lip was burnt. When checked with surgeon to determine was there any chances that the distal shaft accidentally rested on the edge of mouth and he said no. He suspected it was due to the proximal shaft (with black labeling on instrument) is what caused the burn. On the same patient, he also noticed that there was a whitish lateral thermal spread on the patient's tongue when he did resection on right tonsil with his right hand. Medication was applied on burnt lip.

Manufacturer narrative:
(B)(4). Additional information received: has the surgeon been trained on proper heat management technique? Yes, he was trained. Did the surgeon ensure the disposable was assembled to handpiece properly? Yes, nurses are well trained. What is the surgeon¿s experience with this device in this procedure? Surgeon noticed that the tissue get charring faster compared to his previous experience with ace23. Was there any generator error displayed during the procedure? No. There is no error message appeared.